Event description:
Received notice of complaint concerning above product from chief technician. Reports a leak at the pump segment to mainline tubing location. Leak occurred during reinfusion. This is 1 of 3 complaints from this facility. Actual samples have been discarded, remainder of this lot number has been returned for evaluation. Reports no patient injury. Does not have any further clinical information. Director of nursing not available today, message left for director of nursing to return phone call. 11/30-spoke with director of nursing who reports that the pump segment split during a patient treatment. Director of nursing states that the health care professional was unable to return the patient's blood and the reported blood loss is 250cc from loss of the extracorporeal system. The patient was reported to be stable throughout the event and did not require any medical intervention. Director of nursing to return call on 12/01 after obtaining further requested clinical information. Companion samples are available for evaluation. A response letter and mailer have been sent to the facility.